Event description:
The customer initially called because the breeze2 discs would not work in the breeze2 meter. It appeared the knife cut only one part of the disc. The complaint was not reportable at the time of the call. The discs were returned for evaluation. There was no allegation of an adverse event. The test strips were replaced to the customer.

Manufacturer narrative:
Two breeze2 sensor discs were returned for evaluation and confirmed to have part of the disc cut off with slits through the foil on the bottom. Because of the way the discs were cut, it appeared the mis-cut happened during production rather than a cut from the meter knife. This would allow the strips to be exposed, which could contribute to erroneous readings.